Event description:
It was reported that the device was used during a laparoscopic appendectomy. The cartridge fell off inside the patient. Graspers were used to remove cartridge from the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.